Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hypoglycemia. The customer¿s blood glucose level was 30 mg/dl, 70 mg/dl and treated with food. The customer declined troubleshooting for low blood glucose. Customer was concerned about frequent auto mode blood glucose requests and calibrations. The devices will not be returned for analysis.